Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 03/07/2016. Retain product was tested and functioning according to specification. Return product was not available for investigation. Investigation: the customer observed an unexpected high hct result when using a cartridge from cg8+ lot w15268 to test a patient sample as compared to the result from a second sample run on an I-stat cg8+ cartridge. A review of the device history record confirmed the lot passed finished goods release criteria. Twenty retain cartridges from the lot were tested in whole blood. The customer complaint was not reproduced. Test results for the retain cartridges met the acceptance criteria found in q04.01.003 rev. W, appendix 1- product complaint level 2 and level 3 investigation procedure. The investigation confirmed the lot is performing to specification. No deficiency identified. Assessment: there is no indication of a product malfunction. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. The results for ph, pco2 and po2 are also different between the two samples indicating that handling of the samples were different.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant result on a patient. There was no additional patient information available at the time of this report. Return product is not available for investigation. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).